Event description:
It was reported that the implantable pulse generator (ipg) reached recommended replacement time (rrt) and did not meet the expected longevity. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis indicated high impedance in the battery. Also, performance data was collected from the device and analysis of the device memory indicated the battery impedance value was beyond the expected upper range. It was noted elective replacement indicator (eri) due to high battery impedance was recorded on (B)(4) 2015, prior to explant. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).